Event description:
It was further reported that in (B)(6) 2011, the patient had recurrent chest pain. The patient was treated with medication (reopro) and new angioplasty to the distal right coronary artery. It was noted that there was persistence of thrombosis in the stent and downstream and that reopro would be continued for 24 hours.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced stent thrombosis. The target lesion being treated was located in the distal right coronary artery(rca). The lesion was 95% stenosed, 10mm long and 3.0mm in diameter with thrombus noted. The lesion was treated with direct stenting using a 3.0x16mm taxus element stent. Residual stenosis was 0%. In (B)(6) 2011, post index procedure, the patient experienced stent thrombosis. The patient was treated with medication and new angioplasty with target vessel revascularization to the distal rca. The event was considered resolved without residual effects. The patient was discharged on aspirin and prasugel.